Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed cloudy vision due to lens opacifications. The surgeon removed and replaced the lens. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was returned to b+l for evaluation. Visual inspection found most of the optic is cloudy white in color and has some areas with an orange peel appearance. Light microscopy and sem (scanning electron microscope) revealed numerous features (bumps) that appear to be protruding from the surface of the iol in the center optic area of the lens. Eds (energy dispersive spectrometer) analysis of the protrusions detected carbon (c), oxygen (o), calcium (ca) and phosphorus (p). Three major types of calcification have been previously described. The primary form refers to calcification caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. Based on the current information the exact root cause of the event could not be conclusively determined.